Event description:
It was reported that the 4k uhd lcd monitor had failed right out of the box and did not power on. The issue occurred during installation with no reports of patient harm or patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the phenomenon occurred due to main board failure. Olympus will continue to monitor field performance for this device.